Event description:
It was reported that patient underwent hip arthroplasty procedure on (B)(6) 2012. During the procedure, the surgeon could not get the acetabular liner to lock in to the acetabular cup. The surgeon noted that the locking ring in the acetabular cup appeared to be "open." The procedure was completed using a locking ring from another implant that was on hand, with no reported injury to the patient or delay in the procedure.

Manufacturer narrative:
Evaluation of device concluded that the likely cause of the issue is related to the position of the ring during insertion. The surgical technique states "prior to inserting the liner, verify that the locking ring is properly aligned in the center of the two viewing windows." There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure."

Manufacturer narrative:
Explanted date - the acetabular cup remains implanted. The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.